Manufacturer narrative:
Section a4: patient weight not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that post-implant the patient had worsening lactic acidosis, liver dysfunction, fluid overload, and heightening pressor requirements. The family chose to move to comfort care, and the patient passed peacefully away on (B)(6) 2025. The pump was functioning as intended.

Manufacturer narrative:
H6: health effect clinical code, corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered device or therapy related.